Manufacturer narrative:
(B)(4). Date sent: 3/6/2017. Batch # m52v2z. The analysis results found that the cdh29a device arrived with no anvil present other wise with no apparent damage. The breakaway washer was present and cut only casing half, indicating that the instrument achieved a full firing stroke; however the instrument was received loaded with staples, only 5 staples were missing from the pockets. A new washer was placed on the instrument and the device was reloaded with the staples missing, it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the washer was cut without the instrument deploying all the staples, it is possible that the returned anvil does not belong to the returned device. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m52v2z. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. All those manuals were perfectly followed. It is sure that the surgeon followed the optimal device performance (odp). However, the device did not fully staple along intestine. The surgeon repaired it by suturing.

Event description:
It was reported that during an unknown procedure, the device misfired. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.